Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05162. It was reported that when the patient presented at a follow-up in-clinic, oversensing was observed on the right ventricular lead. In addition, the right atrial lead was found to be sensing at a lower amplitude and exhibited lead noise. The device was reprogrammed. The patient is in stable condition and will continue to be monitored.